Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. A connection loss was reported to have occurred on (B)(6) 2017 for transmitter ID 4123ed. Data investigation confirmed a connection loss on (B)(6) 2017 for transmitter ID 400000. The root cause could not be determined post investigation.